Event description:
It was reported that a patient experienced peritonitis manifested by cramping coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal cefepime and intraperitoneal flagyl (doses and frequencies not reported). At the time of this report, the patient remained hospitalized with ongoing treatment. The patient was reported to be recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k06034, h13i23057, and h14a22089. There were no issues detected during the manufacturing processes that would be related to the reported problem. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).